Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in denmark: "underinfusion." Customer statement: "an incident with a pump that stop before all liquid have run thrugh. Bag is empty but tube is still full. Pump indicates wrong dosage. Rate is 3.07, vtbi is 6.7, i.e. An additional 6.7 ml must be given. Remaining time is 2 h and 11 min and that there is already administered 2.5 ml. Infusion have lasted 48 minutes. Pump have been checked by local hospital technician in nov 22."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). No pump was sent for investigation. According to the failure description, the wrong dose was given. User error. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.